Event description:
The customer was hospitalized for high bgs. Trooubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Also the customer had an alarm even after four sets were changed. It was informed by the customer that the data from troubleshooting in recent days would be downloaded and analyzed in case the pump needs to be returned. The customer was disconnected from the pump and run a fixed prime test. The customer changed the set and site every two-three days. The customer had some scar tissue and had history of bent cannulas.